Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a post-op device check. It was discovered that the right ventricular lead exhibited r wave amplitude variation and under sensing. Programming changes were performed. The patient was in stable condition.